Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for a lead revision. Noise on v sense and discrimination channel was observed on the rv lead. Episodes of non-sustained rv oversensing and few vf episodes due to noise were noted on the egm's. Many episodes of the vf were overwritten possibly due to metal to metal contact. Damage on ra and rv leads was suspected. X-ray to conform the positon of the leads and provocative testing were suggested. The leads were explanted and replaced. The patient was stable post-procedure.